Manufacturer narrative:
The facility further reports, "the nims monitor works about 1/2 the time with ci cases and at (B)(6), it has happened once the doctor can remember." Several documented attempts were made to contact the customer regarding further product information, and to determine if the product was to be returned for analysis. This product is used for treatment and not for diagnosis.

Event description:
Medwatch form (B)(4) was received on march 22, 2011 from FDA. The form mentioned a "problem the day before at a neighboring children's hospital with the same model of the nim's." No patient injury was reported. This MDR is being filed for this anecdotal information. Reference MDR 1045254-2011-00014 that had already been submitted by medtronic for the original patient event.